Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed failed self-test. Customer blood glucose reading was 133 mg/dl. Troubleshooting for self-test was not performed. Customer also reported multiple alarms of unexpected restarting issue and signal too low. Insulin pump will not be returning for analysis.